Manufacturer narrative:
According to the facility on (B)(6) 2025, the catheter would not deflate for removal requiring a urologist to "use a guidewire to remove the catheter". Per the facility the patient was not injured, and they were visiting the urologist for a catheter change. Per the facility sterile saline was used to inflate the balloon and the balloon was not tested prior to use, per facilities "best practice". No additional information was provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025 the catheter would not deflate for removal requiring a urologist to "use a guidewire to remove the catheter".